Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. Patient reported red, itchy skin. There was no alleged device malfunction contributing to the irritation. Patient reported that she was prescribed hydrocortisone at the hospital. Patient received an ICD and ended use. Follow up indicated that the skin irritation is improving.